Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 17feb2020 confirmed the device was in situ for one week. The device was removed replaced with another similar device successfully.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: d10, h3, h6 - method code. D10 ¿ product received on: 07jul2020. Investigation ¿ evaluation : the device was returned on 07jul2020, therefore the investigation was reopened to include the additional information. Visual inspection, functional testing, and dimensional verification of the returned device were conducted. One 8.5fr ult catheter was returned used and damaged. The flared hub of the catheter tubing was separated from the hub. The catheter tubing was cut at approx. 2.7cm from the end of the flare. This cut appears to be unrelated to the separation since the customer provided a photo of the device with the tubing intact, while still within the patient. The distance between the hub and cap was measured and determined to be out of specification. A CAPA was previously opened to address this failure and concluded that the main root cause was manufacturing related. Corrective actions were implemented through the CAPA, and due to an unknown lot number, it is unknown whether or not the complaint device¿s lot was manufactured prior to implementation of those actions. However, the complaint device was returned and was measured out of specification. Therefore, based on the information provided, visual inspection of the returned product, and results of the investigation, it was concluded that a manufacturing and quality control deficiency contributed to this incident. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation. It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter from an unknown lot separated from the hub. The device was in place for a week before that failure occurred. Cook became aware of this event upon being notified by onze lieve vrouwe gasthuis. The patient reportedly experienced no adverse effects as a result of this incident. A review of the drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned so a physical examination could not be performed. Since relevant dimensions could not be measured against specification, the device cannot be confirmed to be manufactured out of specification. Additionally, a document-based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The device history record of the complaint lot could not reviewed due to lack of lot information from the user facility. Review of the sales records to the user facility over three years prior to the date of event could not sufficiently narrow down the lot number. Since potential nonconformances and complaints from the complaint device¿s lot could not be performed, there is no evidence that nonconforming product exists in house or in the field. The instructions for use supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. A CAPA was previously opened to address this failure and concluded that the main root cause was manufacturing related. Corrective actions including implementation of a gap gauge and retraining were performed. However, due to an unknown lot number, it is unknown whether the complaint device lot was manufactured prior to implementation of the corrective actions. Based on the information provided, no returned product, and results of the investigation, it was concluded that a manufacturing and quality control deficiency potentially contributed to this incident. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown. Initial reporter also sent report to FDA: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a female patient had an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter in place as a nephrostomy draining tube. The patient presented to her healthcare provider with complaints of a "broken nephrostomy catheter." Upon assessment, it was noted the catheter had separated from the cap/hub of the device. It is unknown if the catheter was replaced at this time. Additional information has been requested. No other adverse effects were reported for this incident.